Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer reports that since being on sensor he found that his blood glucose has dropped to 30 mg/dl. Customer states sensor glucose was 60 and blood glucose was 150 mg/dl. Customer also reports to have had difficulties with calibration error. Customer declined troubleshooting for blood glucose versus sensor glucose due to it being a past event. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.